Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the surgeon reported that the pulley of the mega suturecut needle driver instrument snapped during the suture process. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. The instrument was returned back for investigation.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation with the following findings: the alleged issue was confirmed. The clamping pulleys were corroded. Due to the multiple clamping pulleys exhibiting corrosion on the rails making the cable to derailed to create the snapping sound. There was also no corrosion around the bearing area. There were also no broken cables found. Evidence not conclusive, but corroded damage may be due to likely improper cleaning. Additional observation not reported by site is that the instrument distal pulleys has mechanical indentations/burrs. There is indentation at the edge of the distal pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.